Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported experiencing false sensor readings. Customer stated that her blood glucose readings are over 600 mg/dl and feels that she may have diabetes ketoacidosis. Customer declined to troubleshoot any further and stated that she will call us back. No further info reported.